Event description:
During remote monitoring, a bluetooth low energy (ble) telemetry anomaly occurred resulting in the implant device being unable to be read by the remote monitoring smartphone application. The patient is anticipated to be seen in-clinic to test ble telemetry, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated the patient was later seen in-clinic where the ble telemetry of the device was reactivated in order to resolve the event. The patient was in stable condition.